Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo and videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post a filter placement, two of the arms of the filter allegedly penetrated the lumbar artery. It was further reported that surgery was performed, and the filter was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical images were provided and reviewed. Scrolling video of two views of an abdominal computed tomographic scan was reviewed. Both computed tomographic images depict device. The axial images suggest that one of the filter legs is in proximity to a lumbar artery. Therefore, based on the image review the reported patient-device incompatibility can be confirmed. A definitive root cause for the patient-device incompatibility could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a vena cava filter placement, two of the arms of the filter allegedly penetrated the lumbar artery. It was further reported that surgery was performed, and the filter was removed. The current status of the patient is unknown.